Event description:
It was reported that the device was returned for an unknown repair. The event occurred at an unknown time on an unknown date. There was no reported patient harm, or delay. Due diligence is complete, no further information is available at this time.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. G2: foreign: switzerland. E1: telephone: (B)(6). Review of the most recent repair record determined the device failed the sample mesh test during evaluation. The cutter was damaged, the roller was worn, and the device was out of calibration. The cutter and roller were replaced, and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.